Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during use the intra-aortic balloon (iab) ruptured. There was no patient harm or injury reported.